Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via email indicating that they were hospitalized the previous year for gastroparesis neuropathy and diabetic ketoacidosis. The customer stated he incident occurred due to the catheter on their insulin pump being clogged. The customer did not provide the time and date of the incident. The customer's blood glucose level was around 200 at the time of the incident. The customer also stated that the buttons on their device was hard to press. The customer did not return the product back for analysis.